Manufacturer narrative:
Rec'd one used transfer set in reference to a leak at the pt connector to the titanium adapter. Visual inspection reveals no anomalies. Attached set to a titanium adapter and pressured tested under water at 8 psi and no leakage was noted.

Event description:
Baxter philipines reports a leak with a transfer set. Noted during use with no pt injury or medical intervention required.